Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that the lid hinge of an advia centaur xp instrument malfunctioned. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and observed that the lid of the instrument was open during operation. However, the customer denied this. The cse also noticed that the lid of the instrument did not stay open when the lid was positioned up-right. The cse determined that the bracket was bent and the gas spring was out of its socket. The cse advised the customer against operating the instrument until the issue was corrected. In a subsequent visit, the cse replaced the top cover. A siemens medical affairs specialist reviewed this event and determined that the customer could have mitigated this minor injury in accordance with good laboratory practices when they noticed that the lid did not remain in an up-right position as intended. The customer could have shut down the instrument and kept it out of use with signage cautioning users of the malfunction. The instrument is performing according to specifications.

Event description:
A customer reported a technician was hit in the head by top lid cover of an advia centaur xp instrument. The customer stated the technician sustained a small laceration on her head. The technician went to the employee health service, where her temperature, weight, eyes, and blood pressure were checked. It was determined that a suture was not required for the laceration. The customer also stated that technician had a headache and used an icepack. The customer concluded the technician is feeling fine with no report of any long-term injury. There are no known reports of adverse health consequences due to the event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified.